Event description:
It was reported by repair work order that the wheel had fallen off of the cot which could effect transport and stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.